Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance. The lead was explanted and was indicated to be returned to the manufacturer. The patient¿s condition is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).